Manufacturer narrative:
Pulmonary embolism is included in the list of probable adverse events in the zephyr ebv system IFU and is a potential expected side effect to the ebv procedure in the indicated patient population.

Event description:
The patient had a bronchoscopic lung volume reduction (blvr) procedure with five zephyr valves placed in the right upper lobe on (B)(6) 2021. Two additional valves were placed during a second blvr procedure on (B)(6) 2022 . The patient had a thoracic angioscan performed on (B)(6) 2022 confirming bilateral lobar, segmental and sub-segmental pulmonary embolism. The patient was started on anticoagulant medication. Additional information has been requested, but no updates have been provided at the time of this report.